Manufacturer narrative:
The country of origin is (B)(6). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397394) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 1.1 inr and within 7 hours the meter result was 2.8 inr. The patients therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 2.4 inr, donor 1 hct: 47%, donor 2 hct: 49%. Testing results: donor #1: retention meter and master lot strips: 1.8 inr, retention meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.3 inr, retention meter and customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The caller cannot confirm that the blood was added within 15 seconds to the strip. The caller said that sometimes patients do not have enough blood and it takes a longer time to get enough blood to add to strip. According to the package insert, when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood.